Event description:
The pt was on a heart/lung bypass machine undergoing a berlin heart vascular access device (vad) implantation. The bypass was initiated and arterial blood gases and activated clotting time (act)lab values were pulled every thirty minutes. Two hours later,the pt's pao2 was 92mmhg, down from 209mmhg, with no change in blood flow, pt temperature or fio2. Svo2 was 76%. The shunt line on the cdi sensor was checked for kinks and to ensure good blood flow for accurate readings. The oxygenator gas exhaust was verified that it was not obstructed. The fill chamber on the isoflurane was closed and switched from a wall medical air and oxygen supply to a full oxygen tank. A shunt line was opened to try to increase oxygenation. The problem was not corrected and nothing could be established as an outside cause of the oxygenator failing. The bypass procedure was terminated almost an hour later.